Event description:
The device was used during a cesarian procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/3/1998- supplemental report sent to FDA. Corrected data entered in d-9. Corrected codes entered in h-3 and h-6.